Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that he feels well and requires no medical attention. The customer's expected blood result is 70-95mg/dl fasting. Verified the strips expire 9/23/2017. Customer confirms the strips have been properly stored and were first opened for 6 months; customer was unaware about the 4 month open date expiration. Reviewed meter memory: (B)(6). Customer called for about a week has been getting the blood readings of lo on his true result meter, and is not sure what his blood really is. He usually runs low on his blood sugars but he has not had any symptoms of a low blood sugar. Customer does not do his blood everyday because it is more when he is getting symptoms of a low blood sugar.